Event description:
A certified operating assistant reported that during intraocular lens (iol) implantation, a haptic broke off of the lens. The lens was cut in half and removed. The patient experienced slight corneal edema. Additional information has been requested.

Event description:
Additional information was provided by a surgeon. The pt's outcome has been excellent.